Event description:
It was reported that during a video assisted lobectomy procedure, the surgeon explained that he was unable to complete the third stroke of the firing sequence. It was the third firing with a green reload. There was solidified nodule within jaws. He used the manual release to interrupt firing cycle. Opened new device to complete transection. The surgeon explained that there was a "rock hard" node within the jaws that he was trying to fire through, but the stapler would not advance through it. The device cut in the partial staple line. Upon surgical inspection, the distal portion of the staple line (staples that were deployed) was less than ideal. Staples were not properly formed after hitting the node during the third firing stroke (distal portion of staple line). Surgery was prolonged five minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.